Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that no capture and undersensing was observed on the right ventricular (rv) lead due to dislodgment. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section h6: b5 statement corrected to include the dislodgement observed which was coded in the initial report.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that no capture and undersensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis notes a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.